Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope is blurry. The procedure was completed with an open leg because the account did not have a replacement. No additional pt complications were reported by the hosp.